Manufacturer narrative:
One photo but no physical sample was received by our quality team for evaluation. Upon visual inspection, it was observed that there was separation under the drip chamber. However, the root cause of this incident could not be determined due to no sample being returned. A device history record review for model 72213n lot number 20013050 was performed. The search showed that a total of 28,803 units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the secondary tubing set separated under the drip chamber while priming with normal saline in the pharmacy. There was no patient involvement.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. Although requested, information was not provided.

Event description:
It was reported that the secondary tubing set separated under the drip chamber while priming with normal saline in the pharmacy. There was no patient involvement.